Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006: patient got admitted in hospital with pre-operative diagnosis: degenerative disk disease, l4-5 and l5-s1 with intractable mechanical back pain. Patient underwent the following procedures: right transforaminal lumbar interbody fusion (tlif), l4-5 using the pipeline minimal access system. Right unilateral l4 gill laminectomy with removal of pars interarticularis and facetectomy. Right l5 gill laminectomy with removal of pars interarticularis and facetectomy. Posterior segmental instrumentation using the titanium system. Placement of carbon fiber interbody cage, l4-l5. Placement of carbon fiber interbody cage, l5-s1. Right transforaminal lumbar interbody fusion (tlif), l5-s1 using the pipeline minimal access system. Use of local bone for arthrodesis. Use of rhbmp-2 for interbody arthrodesis, l4-l5 and l5-s1 on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.